Manufacturer narrative:
Additional information was received which was not included in the initial medwatch report. The information has been provided with this report.

Event description:
It was reported that the customer had called back on the same day as the low blood glucose incident regarding sensor issues. Customer mentioned the device had not been uploaded to carelink and no troubleshooting had been done to the insulin pump. Customer was wearing the insulin pump and sensor at time of the call. Customer mentioned the device was not suspending on low blood glucose. Customer will not be returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of low blood glucose of 31 mg/dl and that the insulin pump did not alert for the low. Troubleshooting found that the pump passed the self test and the customer will call back tomorrow for additional help. Customer also indicated that he lost consciousness and his wife called an ambulance. Customer was treated at home with sugar and milk.